Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with a blood glucose of 421 mg/dl while using the ilet and had removed the cartridge and infusion set before contacting support; the user was guided to replace supplies and insulin delivery was resumed, after which blood glucose decreased to 246 mg/dl. Symptoms included elevated blood glucose consistent with hyperglycemia. Outcomes included recovery without medical intervention or hospitalization. Investigation included technical support troubleshooting and user education. Investigation of this case revealed no device alarms reported and resolution after site and cartridge change, with the cause of the hyperglycemia remaining unclear. It was concluded that the event was consistent with hyperglycemia of unclear cause, with no evidence of device malfunction based on available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.